Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon did a primary left hip srom, pinnacle cup with an ultamet liner in 2006. The patient complained of pain and was converted to poly liner and biolox head. Patient has complained presently of pain again. This time she was worked up and it was determined to be infected. The implants were removed and a prostalac hip was implanted. Doi: unknown; dor: (b(6) 2018; left hip. Update ad 27 mar 2019: (B)(4) has been re-opened due to the receipt of medical records. After review of medical records, patient was revised to address failed left total hip arthroplasty, history of peri-prosthetic joint infection, metallosis and alval. Indication reported pain and it was also mention that testing and exam shows no persistent infection. Added apex hole eliminator due to new allegation reported from medical records. Added product code and UDI of the stem, sleeve, head and cup; and lot code of the sleeve and liner; and expiration date of the stem and sleeve. Corrected lot code of the stem, head and cup. Added patient code medical device removal and surgical intervention; and lawyer, law firm and date of implantation; and patient age, date of birth and medical history. Corrected date of revision and updated patient initials. Doi: (B)(6) 2017 - dor: (B)(6) 2018 (left hip) second revision. See (B)(4) for the left hip second revision. R.l. (Wipro).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed added: h6 d2b, g4 and h6